Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; the device was discarded at user facility.

Event description:
It was reported that when intubating for a thyroidectomy, the "cuff ruptures". Additional information received indicates that the doctor reported that there is a "hole on the tube's cuff. During the anesthesia process, after the emg tube was inserted and before the surgeon started the surgery, the patient got adverse reaction [low blood oxygen] and then was sent to ICU." The thyroid surgery was cancelled.